Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during treatment of the right superior pulmonary vein (rspv), a system notice was received indicating that the safety system detected a compromised outer vacuum. The physician was informed that the balloon catheter needed to be changed but opted to abort the procedure. No troubleshooting was done and the procedure was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 06456, were returned and analyzed. The date files confirmed system notice (B)(4) (indicating a compromised outer vacuum) unrelated to the adverse event. Visual inspection of the catheter showed the device was intact with not apparent issues. Smart chip verification indicated that the catheter was used for four injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection and pressure testing did not show any leaks or traces of blood or liquid inside the catheter. The product issue reported (system notice (B)(4)) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.